Manufacturer narrative:
Latch. This issue was resolved for the customer by replacing the siderail.

Event description:
It was reported by service report that the side rail would not lock in the upright position. No pt involvement or adverse consequences are reported.